Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found to operate within specification in relation to the reported upstream occlusion error, which was not reproduced during evaluation. A review of the event history log identified upstream occlusion error. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. Evaluation ran a 15-infusion test at rate comparable to rate found in the history log. Evaluation observed the ultrasonic sensor to have no visual defects and calibrated properly. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a continuous upstream occlusion alarm when occlusion was not present. There was no patient involvement. No additional information is available.